Event description:
Procedure: incisional hernia. According to the reporter: the patient underwent surgery to repair an incisional hernia. Parietex mesh was implanted, and the patient alleges fistula formation, multiple infections, destruction of her abdominal tissue, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, and other injuries, in 2007.